Event description:
Customer reported the buttons on the insulin pump were not working and are sticking out. Customer reported the up and the down buttons are not responding. Customer's blood glucose was 303 mg/dl, treated with manual injection. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly however, moisture damage was noted on keypad traces.